Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) message on (B)(6) 2016 and (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Further testing showed that the drive shaft was stiff intermittently. Therefore the clutch plate was replaced. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. After the drive shaft was rotated to home position, the platform passed all functional testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a device check the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) error message. No patient was involved with this event. No additional information was provided.